Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of exactamix 3000 ml eva tpn bags leaked. Additionally, the "majority of the leaks have been the seal; where the administration set would be attached and leaks along the top seal of the bags". The event occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.